Event description:
Caller reported experiencing a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and, despite initial difficulties with two cartridges, successfully loaded and resumed insulin with a third cartridge.